Event description:
It was reported that subsequent to the implant of a protegen sling in 1997, the patient was injured and damaged, and the device was removed in 1998. The device was not returned for evaluation.

Event description:
Additional info received from the pt included experiencing numbness of lower body, urinary tract infections, vaginal bleeding and dyspareunia. Pt reported the sling broke and cut bladder. Additionally, the pt reported a hysterectomy was done at the time of device implant. Co's directins for use outline as potential complications: "infection..."